Event description:
Boston scientific received information that this device stored a shock impedance measurement of 0 ohms. The field representative was contacted to check the device and lead. Upon interrogation, no anomalies were observed. It was then reported that the 0 ohms impedance measurement occurred when the patient was undergoing an echo study. A boston scientific technical services consultant discussed that the abnormal measurement was likely caused by noise/electromagnetic interference (emi) from the echo study. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.